Event description:
Customer took a blood glucose test and received a result of 140mg/dl. Family member said they looked like they were going to pass out. Paramedics were called. They tested their blood glucose, results are unk. They were taken to the hosp where they received a result of 20mg/dl. The customer was given an IV and something to eat. They were admitted. No controls were in use. A request was made for the return of the suspect device and replacements were sent.